Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5039209) on 15-jan-2015. The most recent information was received on 21-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus") in a female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain was continually worsened/ constant pain that worsens during my menstrual cycle/ persistent pelvic pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the uterine perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: final assessment. This is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment. This ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 21-sep-2017: legal case, lawyer added as reporter, reporter information updated. Essure indication updated to permanent contraception. Event menstrual bleeding, perforation of the uterus were added and event persistent pelvic pain was clubbed with previously reported event. (B)(4). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number:(B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, meniere's disease since (B)(6) 2015, hearing loss since (B)(6) 2015 and dizziness since (B)(6)2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, 3 years 1 month after insertion and 1 day after removal of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pain was continually worsened/ constant pain that worsens during my menstrual cycle/ persistent pelvic pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6)2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic hypersensitivity reaction"), female sexual dysfunction ("apareunia"), depression ("depression") and abdominal pain lower ("lower side abdominal pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, depression and weight increased outcome was unknown and the pelvic pain, female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion; in (B)(6) 2017: total bilateral occlusion quality-safety evaluation of ptc: final assessment this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: new reporter, other relevant history, product information, and events- abnormal bleeding (vaginal), menorrhagia, allergic hypersensitivity reaction, apareunia, dysmenorrhea, dyspareunia, psychological or psychiatric problems;depression, weight gain, abnormal bleeding (general), lower side abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus') in a 40-year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: antivert and phenergan. Concurrent conditions included meniere's disease since (B)(6) 2015, hearing loss since (B)(6) 2015, dizziness since january (B)(6) and overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain was continually worsened/ constant pain that worsens during my menstrual cycle/ persistent pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition : depression"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general); heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower side abdominal pain"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic hypersensitivity reaction"). The patient was treated with surgery (partial hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, hypersensitivity, depression, weight increased and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Full blood count - on (B)(6) 2017: red blood cell distribution (rdw) 15.8% (high). Percent monocytes 10.2% (high). Absolute monocytes 1.1 (high). Hysterosalpingogram - on (B)(6) 2014: locked good; on (B)(6) 2014: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: received designated uterus with bilateral fallopian tubes. The right fallopian tube is attached. It is grossly noted for containing a metal essure coil. The left fallopian tube is attached. It is grossly noted for containing a metal essure coil. The uterus is opened to reveal a patent endocervix. Sectioning through the uterus no lesions are grossly identified. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2017: adenomyosis, possible en; in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dyspareunia,dysmenorrhea batch no b61393. Production date 2013-08-22. Expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039209) on 15-jan-2015. The most recent information was received on 12-mar-2019. Quality-safety evaluation of ptc: final assessment this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus") and genital haemorrhage ("abnormal bleeding (general); heavy bleeding") in a 40-year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: antivert and phenergan. Concurrent conditions included overweight, meniere's disease since january 2015, hearing loss since january 2015 and dizziness since january 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain was continually worsened/ constant pain that worsens during my menstrual cycle/ persistent pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition : depression"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower side abdominal pain"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic hypersensitivity reaction"). The patient was treated with surgery (partial hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, hypersensitivity, depression, weight increased and anxiety outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Full blood count - on 20-jan-2017: red blood cell distribution (rdw) 15.8% (high) percent monocytes 10.2% (high) absolute monocytes 1.1 (high). Hysterosalpingogram - on (B)(6) 2014: locked good; on 01-mar-2014: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: received designated uterus with bilateral fallopian tubes. The right fallopian tube is attached. It is grossly noted for containing a metal essure coil. The left fallopian tube is attached. It is grossly noted for containing a metal essure coil. The uterus is opened to reveal a patent endocervix. Sectioning through the uterus no lesions are grossly identified. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2017: adenomyosis, possible en; in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dyspareunia,dysmenorrhea. Quality-safety evaluation of ptc: final assessment this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Event: mental anguish were added. Lab data were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039209) on 15-jan-2015. The most recent information was received on 05-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus") and genital haemorrhage ("abnormal bleeding (general); heavy bleeding") in a 40-year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: antivert and phenergan. Concurrent conditions included overweight, meniere's disease since january 2015, hearing loss since january 2015 and dizziness since january 2015. On 26-dec-2013, the patient had essure inserted. On 1-jan-2014, the patient experienced pelvic pain ("pain was continually worsened/ constant pain that worsens during my menstrual cycle/ persistent pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"), 6 days after insertion of essure. On 3-jan-2014, the patient experienced depression ("psychological or psychiatric condition : depression"). In january 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2014, the patient experienced menorrhagia ("menorrhagia"). In march 2014, the patient experienced abdominal pain lower ("lower side abdominal pain"). On 1-may-2014, the patient was found to have weight increased ("weight gain"). On 1-jun-2014, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic hypersensitivity reaction"). The patient was treated with surgery (partial hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 25-jan-2017. At the time of the report, the uterine perforation, menstrual disorder, hypersensitivity, depression and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the female sexual dysfunction and abdominal pain lower had resolved. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on 12-feb-2014: locked good; on 01-mar-2014: results: confirmed essure device was successfully occluded. Ultrasound scan vagina - on 12-dec-2014: results: total bilateral occlusion; in january 2017: results: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Events abnormal bleeding (general), pain was continually worsened/ constant pain that worsens during my menstrual cycle/ persistent pelvic pain, dysmenorrhea (cramping), dyspareunia outcomes updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus') in a 40-year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: antivert and phenergan. Concurrent conditions included meniere's disease since (B)(6) 2015, hearing loss since (B)(6) 2015, dizziness since (B)(6) 2015 and overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain was continually worsened/ constant pain that worsens during my menstrual cycle/ persistent pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition : depression"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general); heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower side abdominal pain"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic hypersensitivity reaction"). The patient was treated with surgery (partial hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, hypersensitivity, depression, weight increased and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Full blood count - on (B)(6) 2017: red blood cell distribution (rdw) 15.8% (high). Percent monocytes 10.2% (high). Absolute monocytes 1.1 (high). Hysterosalpingogram - on (B)(6) 2014: locked good; on (B)(6) 2014: results: confirmed essure device was successfully occluded. Pathology test - on (B)(6) 2017: received designated uterus with bilateral fallopian tubes. The right fallopian tube is attached. It is grossly noted for containing a metal essure coil. The left fallopian tube is attached. It is grossly noted for containing a metal essure coil. The uterus is opened to reveal a patent endocervix. Sectioning through the uterus no lesions are grossly identified. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2017: adenomyosis, possible en; in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dyspareunia,dysmenorrhea. Quality-safety evaluation of ptc: final assessment. This is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events outcome of pain and bleeding were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.